Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that some atrial events were occurring in the blanking period and sensing issue was noted. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.